Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with blood glucose of 854 mg/dl. Customer was in intensive care unit as a result of high blood glucose level. The customer also had low blood glucose level and passed out with blood glucose level of 28 mg/dl and treated it with glucose tablet. The insulin pump will not be returned for analysis.